Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted on (B)(6) 2017. Both of the patient's leads were implanted peripheral, subcutaneous in the low back. Impedance testing from the implant date showed electrode 9 had always been 10,000 ohms. Groups that were put in were set to the following: a1 was set to 1-2-4-6+7+ with a frequency of 40, pulse width of 420, and an amplitude of 6.5v. A2 was set to 8-9-11+12+14-15- with a frequency of 40, pulse width of 300, and amplitude of 5.5v. The manufacturer representative tried not using electrode 9 but the patient stated that their stimulation was not as good without electrode 9. The patient stated that they needed to charge every day and it took 5 hours each time. The clinician programmer showed that the patient charged every day taking 1.6-2.2 hours. The average typical duration was 1.5 if the number of recharges was 15. The typical interval was 0.9 days with a coupling of 8 coupling squares. Impedances were noted to be electrode 1 at 871, electrode 2 at 1012, electrode 3 at 950, electrode 4 at 894, electrode 5 at 904, electrode 6 at 972, electrode 7 at 961, electrode 8 at 899, electrode 9 at 10000, electrode 10 at 885, electrode 11 at 840, electrode 12 at 816, electrode 13 at 849, electrode 14 at 876, and electrode 15 at 914. Between (B)(6) 2018, the patient had 100% use at 431 hours. Since implant the patient had 1533 hours. The reporter noted that the patient had been told by a representative that the battery was faulty without further investigation. The patient and their family member were adamant that the battery was faulty and they wanted it replaced. A "per" was done on (B)(6) 2018. No further complications were reported.